Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy, the jaws clamped and stuck closed on the cyctic duct. They manually opened the jaws. Used another like device to complete the case with no pt consequence.